Event description:
The customer states that one emergency room patient generated an architect stat troponin-I assay result of 0.7 ng/ml, which was reported out of the lab as a preliminary result. The customer uses a normal reference range of 0.0 to 0.29 ng/ml. The sample retested at 0.03 and 0.03 ng/ml. Controls have remained within specifications. There is no impact to patient management reported. The customer requested a service call.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.